Event description:
It was reported that the pacing and shock impedances of the right ventricular (rv) lead and left ventricular (lv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system increased while the patient was in the hospital for unrelated medical conditions. The shock impedance measured at 126 ohms which was high out of range. The health care professional (hcp) noted that the increase in impedance was likely attributed the change in patient condition. No adverse patient effects were reported. Currently, this crt-d remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.